Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to blank display. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was blank. The customer's high blood glucose level was at the time of incident was 260 mg/dl and was 230 mg/dl at the time of call. The customer also reported that they had low blood glucose of 62 mg/dl. It also reported that display was blank at the time of call. The customer treated high blood glucose with manual injection and low blood glucose with food. The customer reported that the battery compartment and spring was corroded. The insulin pump will be returned for analysis.